Event description:
Unable to remove 7fr x 12 cm engage sheath from rt. Radial artery at the end of procedure to apply tr band. Surgeon performed cutdown of rt. Radial artery with retrieval of device. The tip was sheared off but both ends intact. Pt. Did not have loss of blood flow of arm or fingers. Good ulnar pulse and good capillary refill noted. Pt. With no complaints of numbness or pain. Hand warm to touch. Device will be sent for medwatch and further evaluation. Pt. Will continued to be monitor. Pt. Vital signs remained stable throughout procedure.